Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal hydromorphone 21 mg/d, bupivacaine 23 mg/d, and clonidine 350 mcg/d. The concentrations and lot numbers were unknown. The indications for use were non-malignant pain and bronchial plexus. On (B)(6) 2013, patient experienced nausea, vomiting and sweating. On (B)(6) 2013, a myelogram was conducted. It showed that the catheter was twisted. The pump was replaced. It was noted that the patient had 18 months left (until) eri (electronic replacement indicator) on the pump. The cause of the twisted catheter was unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.